Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains ; unable to determine source: email.

Event description:
Discordant negative results obtained during an evaluation study. The sofia sars result was negative when compared to pcr. The exact date of symptom onset is unknown for the patients in the study, only two patients were reported to be tested within 48 hours of symptom onset. Additional reports will be filed for the other events.